Event description:
Elvie is falsely marketing their elvie stride parts as dishwasher safe even though they are aware putting washable parts in the dishwasher can cause warping, rendering the pump ineffective. I suffered from recurrent clogged ducts and was put on antibiotics for or to prevent mastitis three times while using my elvie stride pump. After notifying elvie of my situation, I was told they are aware, but would not change their washing/sanitizing instructions. The lack of transparency regarding proper washing/sanitizing caused physical and mental health issues and resulted in unwanted early cessation of lactation in my case. For the safety of women using elvie stride, elvie must be transparent and change their washing/sterilization instructions or warn women of warping if parts are put in the dishwasher. I purchased the elvie stride through my insurance and started using it after my son was born on (B)(6) 2022. I developed mastitis two times within the first two months of breastfeeding and started to notice considerable differences in the volume of breast milk I pumped roughly two months after I started using my elvie stride. By (B)(6), I was unable to express milk even after using my elvie stride for 30-35 minutes. I would have to manually hand express after pumping to relieve myself and remove clogs. I developed a large clogged duct that I was unable to clear over the course of three days through breastfeeding, pumping, and manually hand expressing. I reached out to elvie to troubleshoot: agent: could you please tell me how you have been sanitizing the washable parts? Me: I either hand wash in warm soapy water and let air dry or put the washable parts on the top rack of the dishwasher then air dry agent: bearing this in mind, we are currently recommending cold water sterilization, or boiling a pan of water, reducing the heat to a simmer and sterilizing your washable components in that pan for 5 minutes maximum. We don't believe either of these methods will cause warping. Agent: could you please send me a photo of the valves, placed on a flat surface? Agent: I believe that the problem with low suction is coming from the damaged valves; me: so they are damaged from putting them in the dishwasher? Agent: unfortunately, yes. Me: I'm almost certain when I first used my pump and watched the tutorial it said washable parts are dishwasher safe, or I wouldn't be using the dishwasher me: this is what your website says do not place the parts directly in the kitchen sink for rinsing and washing. Use a dedicated wash basin for infant feeding or by putting them in the dishwasher on the top shelf. So if your company says it's ok to put in the dishwasher, then I do this and they get damaged, how is it my fault? Agent: I understand, we have had a couple of reports of this and it does seem like it is an issue with microwave/ steam/dishwasher sanitizing. We've tested sanitizing extensively, but these devices are all slightly different and it looks like some of them are causing problems with the washable parts. The next day, I made an appointment with my ob/gyn. For my physical and emotional well-being, I had to make the difficult decision to stop breastfeeding with the support of my medical team. I was prescribed an antibiotic, birth control, sudafed, zyrtec, and max doses of tylenol and ibuprofen for pain control. I was told to call immediately if I noticed puss oozing from my right breast. I followed up with elvie to notify them of my issues. I received a phone call from a manager who apologized and asked what could be done to rectify the situation. I told her I wanted elvie to change their washing/sterilization instructions or make women aware of warping issues if parts are put in the dishwasher. The manager told me that elvie is aware of the issue and they have had other complaints before, but cannot come to a conclusive decision and therefore would not be disclosing this information to customers and instead could offer me a refund. None at this time. This event with my elvie stride breast pump contributed to recurrent physical and mental health issues and resulted in early cessation of breastfeeding. At the time of the event, I was prescribed an antibiotic to treat/prevent mastitis and estrogen birth control to dry up my milk supply. At the time of the event, in addition to an antibiotic and birth control I was also instructed to take sudafed, and zyrtec to help dry up my milk supply as quickly as possible. I was also instructed to take max doses of tylenol and ibuprofen for pain control. FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter on 5/3/24 for report mw5112083. Originally filed under mw5112083. Resubmitting under brand name elvie. Since this submission, elvie has refunded me for pump/parts. Elvie has submitted multiple responses in maude stating "overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis". Guidelines published in 2022 state "mechanical breast pumps stimulate breast milk production without physiologically extracting milk as an infant will." This suggests their defective parts further perpetuate this cycle of breast stimulation without physiological extraction thereby causing mastitis. Ref reports: mw5144987, mw5144988.